Manufacturer narrative:
Other applicable components are: product ID: 9735740, version: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a sacroiliac and thoracolumbar procedure. It was reported that the cranial passive reference frame was attached to a head clamp. It took several attempts to get the registration to pass accuracy. Everything seemed accurate at first, however, the instruments seemed inaccurate around a half hour into the procedure (medtronic pointer probe and tracker using a competitor screw system). The surgeon suspected the frame had slipped, however the staff checked the frame and thought it was still secure. Due to the challenges with the system manual spine registration, the surgeon used another navigation system. On the second navigation system, manual registration was performed and succeeded on the first attempt. The pointer probe looked accurate while the tactile probe and tracker using the third-party screw system looked inaccurate. The surgeon proceeded to use the pointer probe as ground truth, using the position and angle to find the correct approach. The surgeon then manually placed the screws. There was no impact to patient outcome and a less than 1 hour delay to the procedure. Note: the information within this report corresponds with the first navigation system that was having problems.

Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. Fdm, fdr, fdc still apply to this analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The system performed as intended and passed a system checkout. If information is provided in the future, a supplemental report will be issued.